Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a thrombus in the left ventricle. The pump was explanted and the patient survived.

Manufacturer narrative:
No product was returned for investigation. The root cause of the thrombosis was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.